Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was kinked, and the instrument failed an electrical continuity test. Additionally, the instrument was found to have a kinked conductor wire and, as a result, the conductor wire was broken. The wire was not exposed, and electrical continuity test was failed. The instrument was also found to have thermal damage on the bipolar yaw pulley.

Event description:
It was reported that during da vinci-assisted cholecystectomy, the fenestrated bipolar forceps instrument had a loose cable. The procedure was completed with no reported injury.